Event description:
It was reported that the atrial lead exhibited a failure to sense. The atrial lead was capped and replaced on (B)(6) 2023. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.